Manufacturer narrative:
Customer age reported as "under 18" the event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.

Event description:
Printout of customer's aviva meter showed result within 10 minutes. (B)(6)-2015: 15h41: 499 mg/dl 15h44: 21 mg/dl 15h45: 86 mg/dl 19h07: 73 mg/dl 19h08: hi, hi, which on the system indicates a result in excess of 600 mg/dl (B)(6)-2015 19h17: 324 mg/dl 19h17: 79 mg/dl (B)(6)-2015 10h36: 16 mg/dl 10h37: 117 mg/dl (B)(6)-2015 20h26: 38 mg/dl 20h27: 151 mg/dl no adverse event was reported. Strips are not available for return.